Event description:
End user states "I gave my neighbor the new charger and it started smelling and smoking. This makes the 9th one I've known to do that. The new invacare chargers are dangerous. This is why I refuse to use them and use the old invacare trusted chargers." No injury alleged

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3gtq3, serial number/date (B)(4) is approximately 3 years 10 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Invacare product manager received an email stating that the battery charger for the 3gtq3 power chair allegedly started to smell and smoke. No injury alleged.